Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that current insulin pump was out of date and sounds like it was failing and was it running slower during pumping and it takes twice as long to rewind. Customer had to change batteries every 3 to 4 days or sooner and no delivery alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.